Event description:
Dysfunction [joint dysfunction]. Pain/significant pain [aching (r) knee]. Significant swelling [swelling of r knee]. Case narrative: based on additional information received on 21-oct-2019, the case initially processed as non-serious upgraded to serious due to events of pain/significant pain and dysfunction assessed as medically significant. This case is linked to cases (B)(4). Initial information received on 22-jul-2019 from australia regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) female who experienced significant swelling (latency: 2 weeks) and pain/significant pain (latency:10-14 days) and dysfunction (latency unknown), while she received medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. No concomitant medication was reported. The patient had previous injection of synvisc one. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection via intra-articular route at single dose, frequency once (batch number- 7rsl045i, expiration date- oct-2020) for knee osteoarthritis in right knee. It was reported that injection was ultrasound guided. On an unknown date in (B)(6) 2019, after 10-14 days of injection, the patient had significant pain (medically significant). On an unknown date in (B)(6) 2019, after 2 weeks of injection with hylan g-f 20, sodium hyaluronate patient, experienced significant swelling. On an unknown date in 2019, after unknown latency, patient had dysfunction in right knee (medically significant). Patient got recovered from these events on unknown date in (B)(6) 2019 (4 months). Action taken: not applicable for all events. Corrective treatment: naproxen (naprosyn) and MRI scan for all events. The patient outcome is reported as recovered / resolved for all events. Reporter causality: possibly related. A product technical complaint was initiated on (B)(6) 2019 for synvisc one. Batch number: 7rsl045i global ptc number: (B)(4). The production and quality control documentation for lot # 7rsl045i expiration date (2020-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl045i no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2019 there are 6 complaints on file for lot # 7rsl045 and all related sublots. 1 complaint is on file for lot# 7rsl045d: (1) adverse event report. 1 complaint is on file for lot# 7rsl045h: (1) tip breakage. 3 complaints are on file for lot# 7rsl045e: (1) tip breakage and (2) adverse event reports. 1 complaint is on file for lot # 7rsl045i: (1) adverse event report. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 "product event handling? To determine if a CAPA is required. Final investigation complete date: 23-oct-2019. Additional information was received on 07-aug-2019. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 21-oct-2019 from physician. Therapy date, indication and lot number of suspect added. Additional event of dysfunction added with details. Event verbatim of pain updated to pain/significant pain. The case initially processed as non-serious upgraded to serious due to events of pain/significant pain and dysfunction assessed as medically significant. Clinical course updated. Text amended accordingly additional information received on 23-oct-2019. Investigation summary received and ptc results added.